Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/23/2016 with the following findings: a review of the pump¿s black box revealed one unexplained pump reboot. There was no damage found to the battery compartment or the returned battery cap. The returned battery cap securely fit to the pump with no yellow o ring showing. The pump booted to the verification screen with audible and vibratory features. The pump was exercised for 24 hours with the returned battery cap with no power interruptions duplicated. The returned battery cap measurements were within specification. The complaint was verified in the history but could not be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).